Event description:
Country of complaint: (B)(6). Needle detachment, found upon opening.

Manufacturer narrative:
U.s. Reporting agent notified on 01/17/2014. Manufacturing site eval: samples received: 3 open racepacks. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. There are previous complaints of this code/batch. There are no units in OEM stock. Received three open samples with the needle attached from the thread. Thread was still wound on the support. Final conclusion: the complaint is corresponding (justified). Actions on product: replace this code/batch to the end customer or refund. Corrective/preventive actions: OEM has opened a corrective action.